Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer informed tac that the secondary monitor was connected to the cv-190 with a serial digital interface (sdi )cable in sdi out to the cv-190 sdi in but no image was displayed. The customer attempted several different monitors using the sdi cable and connections however, the issue persisted. The customer confirmed connecting an s-video cable between the cv-190 and monitor with image displayed normally. Tac informed the customer that the sdi out ports were defective and the unit will need to be sent into the national service center for evaluation and repair. A follow up was made and the customer confirmed that the issue was resolved and no device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center image fails to display on the secondary monitor when connected to the serial digital interface. The event occurred during an unknown diagnostic procedure. A similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of the faulty sdi output port could not be identified. Olympus will continue to monitor field performance for this device.